Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-05980. A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there was another record for units manufactured on lot number 2760585: 2744727: capsular contracture and rupture. Device not returned to device analysis. Even though there was 1 additional complaint of rupture for this lot number, the device has not been returned to confirm the event or to detect potential workmanship. The search criteria for these queries are mentioned in qpp07-01-004-her1-g02 wording guidelines for complaint investigation closure and revision 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture and a010402 migration. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, silicone migration, device rupture.

Event description:
Patient reported "pain", "rupture and capsular contracture" diagnosed via ultrasound and mammogram. Patient later reported "ruptured with leaking into lymph nodes". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.

Event description:
Patient reported right side rupture and capsular contracture, baker grade unknown with pain. It was later reported "ruptured with leaking into lymph nodes". The device has been explanted.